Manufacturer narrative:
This report is submitted on march 21, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed a sore at the magnet site. Subsequently, the patient was treated with a topical antibiotic (date and duration not reported). The issue resolved and the patient resumed use of the device.